Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the device handle broke so there was trouble in getting the clip to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was returned partially separated from the device. The catheter was kinked and unraveled close to the handle section. The control wire was kinked at the distal section and from the handle, the control wire was disconnected from the barbed crimp, indicating the manipulation of the device when the physician tried to release the clip from the catheter. Microscope examination was performed, and it was observed that the control wire in the handle had not been flattened properly and it was not correctly inserted into the barbed crimp, confirming the deployment failure reported by the customer. It was possible to observe that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. No other issues with the device were noted. The reported clip failed to release from the catheter was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the device handle broke so there was trouble in getting the clip to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.